Manufacturer narrative:
The device was returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the gastrointestinal videoscope displayed an error code b30 (scope communication error). The issue was found during preparation before use inspection for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial MDR was inadvertently submitted as a reportable malfunction. This supplemental report is to inform that there was no reportable malfunction related to the subject device captured in this complaint. The initial medwatch inadvertently reported that the subject device displayed an error code b30 (scope communication error); however; per the legal manufacturer, this issue of the distal end peeling is not likely to cause or contribute to death or serious injury if the malfunction were to recur.